Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for the evaluation. Omsc checked the internal tube of the subject device from the distal end of the instrument channel to the suction connector. It was found no abnormality such as the kinks, dirt or foreign objects adhering. It was also not found the significant dirt, foreign objects adhering or damage around the instrument channel port or the cylinder. The manufacturing record was reviewed and found no irregularities. The maintenance of oer (endoscope reprocessor) was not carried out as described in the instruction manual as follows at the facility. - water filter replacement had not been carried out for more than 3 months. - water pipe disinfection was not performed when the water filter was replaced. It was known that pseudomonas aeruginosa detected at the facility was often found near an area where water was used. Therefore, the cause might be incorrect maintenance of oer by the user.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. Instrument channel: pseudomonas aeruginosa the device had been reprocessed with an olympus automated endoscope reprocessor model oer4, using peracetic acid. There was no report of infection associated with this report.